Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator was giving an oxygen sensor out of specification message while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.